Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. Reportedly, the customer performed multiple supply changes; however, the alarms recurred. The customer reverted to an alternate method of insulin therapy.